Event description:
It was reported that there was a separation between the tubing and twist clamp of a minicap transfer set; described as the entire switch part came off. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with only the silicone tubing, bushing / tubing, and patient adapter. Visual inspection was performed and only the silicone tubing was observed. There were markings observed inside the tubing indicating the tubing was positioned on the dark blue female connector post. The reported condition was verified. The cause of the separation was undetermined, however, the tubing assembly to the main body is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.